Manufacturer narrative:
Patient's age, sex, weight, event date, other relevant history, including preexisting medical conditions and explant date were not provided. When the requested information becomes available, supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability